Manufacturer narrative:
Patient information: information unknown/not provided. Implant date: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Explant date: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was fully inserted and removed and replaced in the same procedure due to loading issue and a bent/broken haptic. The haptic kinked after insertion. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. The outcome did not significantly interfere with activities of daily life. The patient outcome is unknown. No further information is available.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed 1 other complaint has been received which was not related to the complaint issue of this investigation. Therefore, no escalation is necessary. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. Corrected data: upon further review, it was noted that section h6 was addressed inappropriately. Therefore, this supplemental filing is to correct section h6: health effect - impact code to 4631. The following section has been updated accordingly: section h6: health effect - impact code: 4631. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.